Event description:
It was reported that upon opening the box, the technician saw that there was a missing haptic. The surgeon had the technician reload a new lens with the same model and diopter. Reportedly, there was no patient contact and the patient is doing fine post-operatively. No further information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the returned sample showed that one of the haptic is missing and the other haptic was slightly distorted. Additionally, the lens had surface residuals (fibers/particles) indicates the unit was handled and prepared for surgical use. The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.